Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed. A field service engineer (fse) found that the latch sensor wire was frayed. The fse replaced the latch sensor to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.2 was failed. The customer reported there was an issue occurred when user trying to issue medication to patient. This malfunction resulted in a delay in medication dispensing to the patient and medication was subsequently obtained by the pharmacy and provided to the patient. There were no adverse events or injuries reported based on this event.